Event description:
Reportedly, the device was explanted after an implant due to device not correcting deficiency. Customer replaced with prothetic valve with no reported patient complication.

Manufacturer narrative:
Device not returned.